Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, an attempt was made to insert steerable guide catheter into right femoral vein. The tortuous anatomy caused a kink on the distal end of the catheter at the soft tip of the sgc and resulted in a laceration of the vein. The procedure was terminated. The mr remained unchanged. Patient condition is stable. There was no clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported soft tip deformation was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported deformed soft tip, observed deformed braided shaft, and vascular dissection appear to be related to challenging patient anatomy (tortuous anatomy). Additionally, the reported patient effect of vascular dissection is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.